Event description:
It was reported patient had purulent discharge occurring from implant site. Generator and atrial lead were explanted while the rv lead remains implanted. Patient was stable during and after procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.